Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator alarmed ventilator inoperable and motor fault. The events logs displayed transducer fault, speed encoder failure, and turbine diff transducer test failed. There was no patient harm.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed; the reported issue was confirmed and duplicated in a laboratory setting. The turbine differential pressure transducer (pt 800) has failed calibration. This issue will be internally investigated within vyaire.